Manufacturer narrative:
The pump was returned to animas and evaluated. All keypad buttons were responding intermittently. The keypad was removed and adhesive was found under the contacts. (B)(6).

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was slow to responding to button presses. The patient did not allege any harm or injury because of the reported issue.